Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit showed no abnormality that could have caused the leakage. However, during functional testing, a leak was observed at the solvent-bonded junction of the distal luer post and the tubing. Therefore, the reported condition was confirmed. Based on the evaluation, the cause of this condition was due to insufficient bonding at the junction of the distal luer post and the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate leaked. The device was filled with a 250 ml solution of 90 mg of pamidronate ml in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.